Manufacturer narrative:
Initial.

Event description:
It was reported that after a recent supply change on an ilet pump, the user awoke with a blood glucose of 235 mg/dl and noted an insulin odor near the pump base; a full supply change was performed with a new cd infusion set, and moisture was observed around the cartridge despite no visible cracks or bent cannula, after which insulin delivery was resumed. Symptoms included headache associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leak or seal issue associated with the reservoir component of the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.